Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15223. It was reported that the patient presented for a follow-up in clinic. Upon interrogation it was noted that the patient had developed a pocket hematoma and that their right atrial lead was not capturing. A chest x-ray was performed on (B)(6) 2019 and lead dislodgement was confirmed. It was noted that the patient experienced discomfort as a result of the hematoma. On (B)(6) 2019 the hematoma was evacuated and the patient's implantable cardioverter defibrillator and right atrial lead were successfully repositioned. The patient's condition was stable throughout the procedure and was noted to be recovering.